Manufacturer narrative:
Correction: based on further review of the information initially reported following submission of the initial report, this event of an iol being exchanged for the same model with a difference of two diopter does not meet criteria for reporting as a serious injury. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that following a cataract surgery with an intraocular lens (iol) implantation, the patient could not adapt. The iol was exchanged for the same model with a 2 diopter difference of power 8 weeks after the initial implantation. Additional information has been requested; however, no further information is expected as the hospital declines to provide more information.